Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a saphenous vein bypass graft using pod packing coils (pod pcs). During the procedure, a pod pc unintentionally detached within the lantern delivery microcatheter (lantern) while being retracted to be repositioned. Therefore, the physician removed the lantern with the coil inside. The procedure was then completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.